Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 232 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.